Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook instrument (pch) was found to have a broken hook. The procedure was completed with no reported injury.

Manufacturer narrative:
The permanent cautery hook instrument (pch) has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken proximal clevis at the ears of the clevis. The broken pieces were not returned. The clevis did not show abrasions or scratches on the outer surface. There were missing pieces from the proximal clevis, but the size of the missing pieces could not be confirmed. The components adjacent to the broken clevis did not show damage.